Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 17sep2017 to assess test well images in question, which showed they were visually negative. The immucor laboratory tested retention product on 03oct2017, which performed as expected. The immucor laboratory also tested returned blood samples from the customer site on 03oct2017 which yielded unexpected negative outcomes, and therefore the customer's blood sample testing observations were reproduced. An immucor field service engineer (fse) visited the customer site on 25sep2017 to assess the testing instrument in question, and determined that the instrument was operating as expected.

Event description:
On (B)(6) 2017, a customer site reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo instrument.